Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery analysis test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin trace on keypad assembly. Device received with pillowing keypad overlay and cracked case behind the insulin pump at the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. On (B)(6), 2021 the customer alleged was hospitalized for high blood glucose, diabetic ketoacidosis and insulin pump alarmed pump error 63 during the self test. The test p-cap and reservoir does lock in place in the reservoir compartment. Insulin pump received with pillowing keypad overlay and cracked case behind the insulin pump at the battery compartment. Insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Thus and carelink software was utilized and downloaded trace/history files properly. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. However, pump error 63 alarm during the self test and confirmed in the insulin pump history (variable info=3) on (B)(6) 2021 at 16:02:42, 16:14:28 and 16:24:00. No pump error 63 alarm occurred in the event date of (B)(6), 2021. Peeled off the keypad overlay for visual inspection and found broken trace at keypad assembly pin 6 on the keypad assembly. In summary, insulin pump passed all required testing. Unable to verify customer complaint for high blood glucose and diabetic ketoacidosis. Pump error 63 alarm during the self test and confirmed in the insulin pump history (variableinfo=3) due to broken trace at keypad assembly pin 6. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer stated that the insulin pump passed displacement test. Customer did self test and it was failed. Customer was hospitalized due to high blood glucose level and diabetic ketoacidosis. Customer had blood glucose level of 18 mmol/l. Customer was treated with insulin drip. Customer had symptoms such as vomiting, lethargic and dehydrated. Customer had blood glucose level of 13 mmol/l. Customer was not using auto mode. The insulin pump will not be returned for analysis.